Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the patient had intertrochanteric femoral fracture. After insertion of the blade the connecting screw could not be removed. The surgeon removed the blade and replaced it with another size. Removal procedure was done properly according to the procedure manual, but when the blade was connected to the removal screw, the removal screws come out the blade several times due to the imperfect engagement. It seemed the screw was inserted more tightly than usual. The surgeon felt the internal blade structure might be broken and deformed due to an extra stress during the connection of the first blade insertion. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that the blade could be re-assembled and removed from the extraction screw using the key for pfna blade 356.832. The extraction screw is intact and the pfna blade is also fully functional, which is indicative of the surgeon not proceeding according to the known technique guide and resulted in the jamming up of the blade. Note that this technique is described in the technique guide 036.000.398. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.